Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the female connector of the transfer set and the patient line of the cassette which resulted in a leak. This occurred during use of the devices for peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to end therapy session and consult their physician regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.